Event description:
Ous MDR - after an implantation time of about 7 months, it was reported that oversensing was detected via home monitoring. No deterioration in the pt's state of health was reported. The device was explanted.

Manufacturer narrative:
Ous MDR.